Manufacturer narrative:
Investigation summary (post event): qc prior to and after the event was within specifications. System check performed on 10/25/05 was within specification. System check performed on 10/27/05, after the event, was within specificatinos. The pt sample was collected in a bd lithium heparin tube without gel separator and centrifuged at 3,5000 rpm for ten (10) minutes at ambient temperature. A field service engineer (fse) was dispatched to the customer lab. The fse inspected the instrument and discovered debris on the main pipettor tip and scratched dispense probes. The fse replaced the main pipettor and the dispense probes. The fse replaced a mixer belt and pulleys and adjusted the mixer's speed. The fse performed system check which passed and a diagnostic test which failed with one flier. The fse cleaned wash and precision valves and repeated the diagnostic test which passed. The fse ran full qc panel; the results were within the specifications. The fse verified that the instrument was performing per established procedures. Although hardware issues were addressed by the fse, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access instrument. The elevated accu tni result was 0.84ng/ml. The result was reported out of the lab. The accu tni result was questioned by the physician. The customer re-tested the pt original sample for accu tni. The repeated accu tni results were: 0.03ng/ml and 0.02ng/ml. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.